Event description:
It was reported that the right ventricular lead had high impedance and high thresholds after the patient reported being struck in the chest. The lead was repositioned and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.